Event description:
It was reported that the tip of the screwdriver broke during surgery. The surgeon used a second device to complete the surgery. Intraop images were taken to confirm the broken piece was removed and nothing was retained by the patient. Patient did not experience any harm as a result of the event. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Report source foreign - event occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at th e time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g3; g4; g6; h1; h2; h3; h6 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.